Event description:
It was reported that during the implant procedure, the right atrial (ra) lead was placed and tested successfully through the pacing system analyzer. The lead was then tested through the implantable cardioverter defibrillator (ICD) and the lead thresholds had gone up. The ra lead was repositioned successfully and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).